Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via phone call that the customer was hospitalized. The customer's blood glucose was unknown at the time of incident. The representative stated that the customer declined helpline assistance. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The customer reported via phone call an update regarding her hospitalization on (B)(6) 2016. The customer stated she accidently injected 250 units of insulin during her first infusion set change on her own. The customer's blood glucose level at the time of admission was 186 mg/dl. However, while in the hospital the customer's blood glucose level went to 86 mg/dl. The customer stated her blood glucose was check again by the nurse and the blood glucose level drooped from 39 mg/dl to 35 mg/dl. The customer was treated IV drip.